Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received readings on his sensor that varied greatly from his blood glucose levels. This triggered his insulin pump to threshold suspend. Customer's blood glucose was 162 mg/dl, while his sensor read 58 mg/dl. Insertion and calibration techniques were discussed. When customer checked his blood glucose again, it was 189 mg/dl. Nothing further reported.